Event description:
The cardiac monitor was on & alarms were set. The pt experienced bradycardia that progressed to asystole. However, the bedside monitor & the central nursing station monitor did not alarm. It is unclear why the alarm did not sound even though it was set, & it is unclear if the pt would have been successfully resuscitated if the alarm would have sounded.